Event description:
A user facility biomedical technician (biomed) reported that a fresenius dry acid mixer had a burned control board. The reported issue was identified during machine repair after the mixer was removed from service when the fill valve could only be operated from the mixer power switch and for tripping the connected ground-fault circuit interrupter (gfci) outlet. The biomed noted that the facility commonly experiences power surges and there was no burn damage observed on the gfci outlet. The biomed initially contacted technical support and was advised to replace the fill valve however the issue persisted and the mixer overfilled. The biomed also stated that an operator spilled acid onto the front of the machine after which a popping sound and the smell of smoke could be observed. The biomed stated that upon troubleshooting the machine issue, fuses on the control board were found to be black. The biomed stated that they did not observed any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the control board. The biomed stated that the machine¿s console (including the control board) was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned control board. The biomed confirmed that there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the control board is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius dry acid mixer had a burned control board. The reported issue was identified during machine repair after the mixer was removed from service when the fill valve could only be operated from the mixer power switch and for tripping the connected ground-fault circuit interrupter (gfci) outlet. The biomed noted that the facility commonly experiences power surges and there was no burn damage observed on the gfci outlet. The biomed initially contacted technical support and was advised to replace the fill valve however the issue persisted and the mixer overfilled. The biomed also stated that an operator spilled acid onto the front of the machine after which a popping sound and the smell of smoke could be observed. The biomed stated that upon troubleshooting the machine issue, fuses on the control board were found to be black. The biomed stated that they did not observed any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the control board. The biomed stated that the machine¿s console (including the control board) was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned control board. The biomed confirmed that there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the control board is available for return to the manufacturer for physical evaluation

Manufacturer narrative:
Additional information: d9 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. .during the investigation the manufacturer determined a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.